Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported foreign matter was noted on the closure device during follow up. In (B)(6) 2016, the patient underwent a successful left atrial appendage (laa) closure procedure. A24mm watchman ® laa closure device was implanted with a complete seal noted. The patient had a follow up appointment in (B)(6) 2016 and it was noted that there was a flailing or flap on the closure device. There were no patient complications and the patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
This event has been identified as a duplicate of MDR ID 2134265-2017-02868. It was further reported through a medwatch form that the patient was on warfarin following the implant procedure. He had continued gastrointestinal bleeding problems on the low dose warfarin. On (B)(6) 2016, the patient had a routine 45 day follow up transesophageal echocardiogram (tee). The position of the closure device was perfect ad the compression was perfect. There was no leak around the device. However, there was some flow through the device which was consistent with a possible tear in the fabric, previously reported as a flailing or flap on the device. The patient did not have any signs or symptoms of a transient ischemic attack (tia) or stoke and denied any other cardiovascular symptoms at that time. On (B)(6) 2016, the patient returned for another tee which revealed that flow across the device was no longer present. Interatrial flow also was not present. On (B)(6) 2016, the patient was seen again for another 3 month tee and the physician noted that the leak was completely resolved and the device looked spectacular.